Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be over infusing outside the amounts that mmdg considers non-reportable. The pump appeared to have impact damage and was found to be in need of calibration. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump infused above the volumetric range mmdg considers non-reportable. The initial reporter also stated that this occured during testing, and that there was no patient impact. [(B)(4)].